Event description:
It was reported that this patient's right ventricular (rv) lead showed high shock impedance out-of-range of over 125 ohms. The patient has only ever received one shock, that was delivered upon the implant procedure. Technical services recommended a commanded high energy shock to assess true lead impedance and whether this device system would deliver all the shock energy to patient tissue should he need therapy in the future. Further information was received indicating the physician decided just to continue monitoring the patient, no shock was performed and none will be unless the shock impedance goes higher. This rv lead remains in service and no adverse patient effects were reported.